Event description:
Found during inspection. Customer called to report device keypad power button is worn and device intermittently will not power on. There was no pt associated with the report.

Manufacturer narrative:
Physio-control provided technical assistance and parts info to replace the front keypad assembly.